Event description:
It was reported that the patient presented with right ventricular lead that was explanted and replaced. Additional information was requested, but not received.

Event description:
New information received noted that the asymptomatic patient presented in clinic with right ventricular lead dislodgement. The dislodgement was confirmed by fluoroscopy. The patient was in stable condition post-procedure.